Event description:
A female patient contacted lifecor customer support to report that she was returning the device. She stated that the device gelled her last wednesday and she has not worn it since. She said she was shopping, that she heard alarms and then felt a pop on her back. Next, she felt the gel release. She did not recall if she had held the response buttons or not. Patient stated that she understood her risk, but she would not consider using the device. Support recovered the equipment in 2007. They tried to download the monitor and it was not turned on with either battery pack. There appeared to be water beads in the lcd. Support contacted the patient for more information. She reported that she went on a trip and flew to her destination. She stated she was standing for a long time after the flight. She felt the device gel on her back.

Manufacturer narrative:
Device manufacture date: monitor - 12/2006. Electrode belt - 03/2007. Battery pack - 09/2007. Battery pack - 09/2007. Battery charger - 07/2002. Modem - 09/2007. Device evaluation summary: device evaluations of monitor, electrode belt, the two battery packs, battery charger, and modem have been completed. The reported problem was confirmed. The monitor had damaged interior case. The lcd, pc boards and capacitors were all coated with the liquid. The root cause of the damage was due to soft drink spilled into the monitor through the battery connector. The monitor was scrapped. Battery pack also had dead cells. The root cause of the dead cells was due to liquid contamination on and around the connector. It was repaired, retested and restocked. Electrode belt had gel released, but was otherwise normal. It was reconditioned and then restocked. The first battery pack and modem were tested and found to be functionally normal. They were restocked. No adverse events resulted from the damaged monitor and battery pack.